Event description:
This lead was explanted due to dislodgement one day after implant. Should additional information be received, this file will be updated.

Manufacturer narrative:
25-jan-2023 - we were notified that this complaint was reported on the wrong lead. This lead has no complaints and remains implanted. This report was opened in error. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.